Event description:
Related manufacturer reference number: 2017865-2021-15887. It was reported that the left ventricle lead exhibited low pacing impedance and was dislodged; verified with x-ray. On (B)(6) 2021, during the revision procedure of the left ventricle lead, it was noted that the right ventricle lead was dislodged. The right ventricle lead exhibited high capture threshold and low sensing. Both the left and right ventricle leads were capped and replaced during the procedure on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-15887. It was reported that the left ventricle lead was dislodged; verified with x-ray. On (B)(6) 2021, during the revision procedure of the left ventricle lead, it was noted that the right ventricle lead was dislodged. The right ventricle lead exhibited high capture threshold, low sensing, and unspecified impedance changes. Both the left and right ventricle leads were capped and replaced during the procedure on (B)(6) 2021. Patient was stable.